Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. Failing circulation pump. Serviced the circulation pump. Power cord to be replaced due to un removal contaminates. A 2000-hour pm was completed on the device. Replaced power cord. Cleaned condenser coil, tank, and level sensor. As part of the pm, serviced the mixing pump and replaced the heater, manifold o-rings, drain valves, tank tubing, and coin cell. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was repeated low flow alarms. A check of the diagnostics showed a circulation pump command (cpc) was of 70 percentage in bypass. Per wo notes, they discussed this was indicative of a circulation pump failure and requested pricing for depot as well as parts. Per additional information updated from ttm on 05sep2025, biomed stated the device was giving 02 low flow alerts and pads were not emptying completely. Per sample evaluation results received via task on 05nov2025, it was reported that the power cord to be replaced due to un removal contaminates.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was repeated low flow alarms. A check of the diagnostics showed a circulation pump command (cpc) was of 70 percentage in bypass. Per wo notes, they discussed this was indicative of a circulation pump failure and requested pricing for depot as well as parts. Per additional information updated from ttm on 05sep2025, biomed stated the device was giving 02 low flow alerts and pads were not emptying completely.